Event description:
The reporter experienced an event where she felt hypoglycemic and obtained the blood glucose result of 598 mg/dl on the accu-chek advantage system. The reporter called the paramedics and they tested her and obtained a blood glucose result of 65 mg/dl on the professional meter. The paramedics had the reporter drink juice and eat sugar. The paramedics retested her and obtained a blood glucose result of 64 mg/dl on the professional meter. The paramedics treated her with an IV with "sugar water" in it. The reporter felt better after the food and IV. The reporter was transported to the hospital where her initial blood glucose was 151 mg/dl on the professional meter. The hospital personnel gave her food to eat. New system sent and return requested.